Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a generator change-out due to normal eri, noise was observed after dft testing. The physician elected to cap and replace the lead. The patient experienced no symptoms.